Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes had underfill or low draw of a tube with blood cracked tube. The following information was provided by the initial reporter: "had a crack in the tube in the area where the stopper is. The tube had a low draw volume, likely because of the tube".

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. Testing of the customer samples was performed and draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes had underfill or low draw of a tube with blood cracked tube. The following information was provided by the initial reporter: "had a crack in the tube in the area where the stopper is. The tube had a low draw volume, likely because of the tube".